Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that patient had been cooling in arctic sun device but they had noticed patient temperature had dropped and water temperature had dropped as well. They had some alerts from what they can tell but needs to know what to do. Patient temperature was 31.1c targeted temperature was 33.5c water temperature was 25.4c water flow rate was 0.2 l/m. Explained they were likely receiving a 02 low flow alert. Water flow rate was in neonatal pads is directly related to heaters ability to warm the patient. They need to address the water flow rate to get device functioning properly and patient temperature up. Had her stop therapy, drain pads, and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened out kinks and verified fluid delivery line secure and in lock position. Restarted therapy and device primed to stable water flow rate of 1.1 l/m. Advised water flow rate has to be at 0.6 l/m or higher with neonatal pads or the heater will shut off. They encouraged to call back with any additional questions or concerns. Per customer via phone on 17jan2024, it was reported that therapy was completed on the patient without any impact. They could not remember any identifying information about the patient. Performed troubleshooting with mis and discovered there was a kink in the line. They removed the kink and the device worked without any issues. The device did not go to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had been cooling in arctic sun device but they had noticed patient temperature had dropped and water temperature had dropped as well. They had some alerts from what they can tell but needs to know what to do. Patient temperature was 31.1c targeted temperature was 33.5c water temperature was 25.4c water flow rate was 0.2 l/m. Explained they were likely receiving a 02 low flow alert. Water flow rate was in neonatal pads is directly related to heaters ability to warm the patient. They need to address the water flow rate to get device functioning properly and patient temperature up. Had her stop therapy, drain pads, and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened out kinks and verified fluid delivery line secure and in lock position. Restarted therapy and device primed to stable water flow rate of 1.1 l/m. Advised water flow rate has to be at 0.6 l/m or higher with neonatal pads or the heater will shut off. They encouraged to call back with any additional questions or concerns.